Manufacturer narrative:
No device analysis results are available because the device was not returned. The reported error was confirmed via a review of merlin.net logs. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Updating the unit via merlin.net resolved the issue.